Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were false asystole episodes noted on the device due to undersensing. The device will be reprogrammed at the next follow-up to resolve the event. The patient was stable with no consequences.